Event description:
This report was received from (B)(4) and is a spontaneous report by a baxter-employed nurse from (B)(6) of constipation and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient experienced constipation issues. On (B)(6) 2012, the patient experienced peritonitis. The patient was treated with intraperitoneal (ip) vancomycin, ip fortum and ip reflin. The patient was not hospitalized for the event. It was unknown if the patient recovered from the event of peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of constipation.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.